Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years and six and a half months following the implant of this transcatheter pulmonary bioprosthetic valve, in the pulmonary position, a second valve was implanted valve-in-valve due to calcification of the leaflets. No additional adverse patient effects were reported.